Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shocking impedance measurements. This has been an ongoing observation and no changes have been made. The rv lead remains in service and no adverse patient effects were reported.